Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
¿A total of 33 patients underwent percutaneous transseptal implantation of a valve within a dysfunctional mitral bioprosthetic valve (mode of failure regurgitation in 20, stenosis in 11, combined in 2). Of these procedures, 31 (94%) were successful, whereas 2 (6%) died during valve deployment of lv apical perforation due to ire/catheter nose cone injury.¿ ((B)(4); 2016 :1161¿74). Patient outcome: patient died.

Manufacturer narrative:
Manufacturer ref# (B)(4). This report was mistakenly submitted and is a duplicate of report under manufacturer report # 33002808486-2016-01290. This report is cancelled and all future information will be handled under 3002808486-2016-01290. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.